Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the device was not returned to olympus and was repaired onsite at a local service center. No further information could be obtained, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. It was reported that the device was tested at a third party workshop, it turned on continuously for 6 hours with no error and it was reported that it passed the electrical test. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The third-party distributor reported to olympus, during an unknown procedure, the visera 4k uhd camera control unit displayed communication error e116 at the display. It was noted that the product was repaired on site at a local service center. There was no harm or user injury reported due to the event.